Event description:
The customer was unable to prime. Troubleshooting was performed. The customer stated that they changed the set many times, but the insulin does not deliver while priming. It was indicated that the customer can prime manually and with the reservoir out of the pump. But once the reservoir is installed on it, the insulin does not exit. Instructed the customer to revert to back up plan, but the customer refuses. The customer was on vacation without a back up plan. Troubleshooting was performed. It was determined that the driver block was sliding freely in the locked position.